Event description:
It was reported that the device lost power during a patient use in an ambulance. There were no further details regarding the patient condition or event provided. Following the event, the facility biomed was unable to duplicate the reported issue. There was no adverse event reported as the result of the device use.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified an intermittent power loss failure. Physio isolated the cause for the issue to be the power pcb assembly. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
The customer reported that the patient survived the event. The paramedic on the ambluance informed that the device issue had no adverse effects on patient care.